Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her shoulders and back. Patient described the rash as red, bumpy, dry and itchy. Patient reported the area looked like a heat rash and there was some scabbing. There was no alleged device malfunction contributing to the irritation. Patient reported a nurse provided silver sulfadiazine lotion. Patient reported a doctor recommended washing with a fragrance-free soap. Follow up indicated that the lotion is helping with the skin irritation.